Event description:
It was reported that an end user who uses intermittent catheters developed a uti while using the hollister onli intermittent urinary catheter. The end user reported that he has a spinal cord injury and has no sensation. He said he was experiencing difficulties inserting the catheters and felt resistance during insertion. He said he developed urinary leakage, which is his typical symptom of a uti. He said his doctor diagnosed him with a uti and said the catheterization process probably caused inflammation leading to the uti. He stated the doctor placed him on antibiotics and the end user is now feeling fine. The end user stated he normally experiences 3 utis a year.

Manufacturer narrative:
A review of complaints for this product over the last 3 years and no adverse trends observed. Device history records (DHR) review completed and the records were found to be complete and accurate. The product IFU and risk assessment was reviewed for adequacy and no issues identified. Complaint sample requested but not yet received. A causal relationship between the use of the catheters and urinary tract infections could not be determined.

Manufacturer narrative:
Twenty-six unused catheters from the customer were received and tested. The lubricity testing showed that all of the samples exhibited lubricity equal to or greater than the lubricity of gel-based catheters. Specifically, two samples were equal to gel-based catheter lubricity and the rest were equal to hydrophilic-based catheter lubricity. In order to achieve consistant catheter lubricity equal to hydrophilic-based catheters, a CAPA was initiated.